Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken conductor wire within the bipolar yaw pulley at distal end. The instrument failed an electrical continuity test. The wire was fully broken, confirming a complete break in the wire. No signs of thermal damage were observed. Additional observation: the instrument was found to have a dislodged proximal clevis. The dislodged proximal clevis was attached to the main tube. The probable root cause of conductor wire breakage is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of a dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm instrument was observed to have a broken cable and a bent tip. The instrument was checked for damage prior to the surgery. It was stated that damage was probably caused by interoperative collisions with instruments. There were no reports of fragment(s) falling into the patient's anatomy. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.